Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell (0-25%), red particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported pain due to rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: visual analysis of the identified photos: apparently the unit is rupture and labeled as right side. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported pain due to rupture. The device has been explanted. This record relates to the right side.